Event description:
It was reported that during a da vinci radical nephrectomy procedure, a burn hole was noticed on the tip cover of the monopolar curved scissors instrument while the instrument was inside the patient. The instrument had been in use for 92 minutes when the event occurred. The tip cover was replaced with a tip cover of the same type and the procedure was successfully completed without significant delay. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00408.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode could not be determined. Please see MDR report #2955842-2007-00408.